Event description:
It was reported that the 990 system would intermittently shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board was replaced during the service call. The system was tested and found to be working as intended and put back into service.